Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital. The customer was hospitalized due to diabetic ketoacidosis in 3 days. The customer stated that pump rejected batteries, display pretty scratched and make it hard to see. The customer stated the pump rewind more than once per prime and no delivery when priming. The customer declined 24 hour helpline assistance.